Event description:
Customer reported the insulin pump alarmed no delivery. Customer's blood glucose was unknown. Customer stated the issues have been occurring for awhile. Customer stated he just reset the device and the device was fine. Troubleshooting was not performed due to event had been resolved. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.